Manufacturer narrative:
The reported events of noise and insulation abrasion were not confirmed. As received, a partial lead was returned in one piece. Electrical testing did not find any anomalies. Visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
New information received indicated the atrial and right ventricular leads were explanted at an unknown date. The leads were returned.

Event description:
New information received indicated the atrial and left ventricular leads were capped and replaced on 3 mar 2021. Imaging on the leads was completed prior to the procedure but the results were unknown. The patient was stable before, during and following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12357. It was reported the asymptomatic patient presented to the emergency room after receiving appropriate shock. Upon interrogation, it was observed the atrial and right ventricular leads had significant noise post shock that ended after a few seconds. Isometric testing revealed active atrial lead noise. Lead to lead abrasion was suspected due to their close proximity. Programming changes were completed to reduce the noise significantly. The patient was stable.